Event description:
It was stated that the customer had been experiencing ongoing high blood glucose and was recently hospitalized for diabetic ketoacidosis. The blood glucose reading was 506 mg/dl during the call. Troubleshooting was performed and the insulin pump passed the required tests. It was also stated that one of the buttons was not responding when pressed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.